Event description:
It was reported that an ilet pump exhibited touch screen inaccuracy and intermittent unresponsiveness, selecting unintended options during use, which interfered with meal announcements; the user performed cleaning, handwashing, device sleep/wake, and a restart without resolution, and a replacement was provided with return instructions and data transfer expectations communicated. Symptoms included transient hyperglycemia with a reported peak of 270 mg/dl for approximately 1.5 hours without ketone testing, alerts for prolonged extreme hyperglycemia, backup therapy, medical intervention, or need for assistance. Outcomes included self-limited hyperglycemia with return to range as insulin delivery continued. Investigation included remote troubleshooting, confirmation of shipping details, and replacement logistics. Investigation of this device revealed a suspected touchscreen hardware malfunction affecting user input on the display/touch interface, consistent with screen unresponsive behavior without associated alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touch interface leading to impaired user interaction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.